Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 540 mg/dl. The customer stated that she was vomiting uncontrollably and was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. Found that the customer had a bent cannula. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.